Event description:
During a shoulder arthroscopy procedure, it was reported that the patient experienced a 2nd degree pad burn, 1.5cm square. Pad was located on quadricipital, upper leg. Valley lab pad was used.

Manufacturer narrative:
Generator has not been returned for evaluation.